Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
No blood glucose levels reported. The customer reported getting hospitalized due to diabetes ketoacidosis. The customer claimed that it was not due to any insulin pump issue but was due to unfamiliarity with the weather in (B)(6). The customer also reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. No additional information was provided.